Event description:
Cust stated she purchased from cvs on (B)(6) 2024. Put on charger and burn is between charging puck and unit. No damage to outlet. Had a burn on lips because she tried to smell the burnt cable, didn't see a doctor.